Manufacturer narrative:
Without the serial number of the product the device history record could be pulled and reviewed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be received or if the product is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that a 23mm bioprosthetic valve was explanted for an unknown reason. The valve had been implanted for three years. The sales representative was informed that the hospital performs their own independent analysis and the valve could not be returned. Additional information regarding the issue that caused the explant was requested, however no additional details could be obtained. No adverse patient effects were reported.

Manufacturer narrative:
A request for device return was requested, however the facility has refused to return the product at this time. Upon receipt of the product or additional information, this event will be updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.